Event description:
Implant didn't achieve osseointegration, primary stability was achieved. Implant #14, 19 placed same day (B)(6) 2023 - #14 integrated but #19 came out when removing healing cap. Area grafted june 2023 previously.